Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt started to experience bad headaches and nausea after being implanted. The pt had a spinal fluid leak and the physician performed a blood patch to correct it. The pt was still experiencing headaches and the physician performed a second blood patch the following week. The pt's symptoms have since dissipated and the pt is reportedly doing well.